Event description:
Elderly male with coronary artery disease. Procedure: transcatheter aortic valve replacement. Swan-ganz pacing catheter was placed in the patient, when turned on it would not capture. Swan-ganz removed and another one used without issues. No known patient harm. Manufacturer response for catheter, flow directed, swan-ganz (per site reporter), will obtain.